Event description:
It has been reported to philips that, system was not booting up. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system not booting up. During troubleshooting, the fse identified issue with flex-vision pc. The fse replaced the flex-vision pc and reloaded the sw. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.